Event description:
The pt's husband stated that his wife's infusion device was not priming correctly. He stated that he was not able to get insulin to drip from the tubing as it normally does. User believes that the pump is not delivering insulin accurately and she has had elevated blood glucose readings as high as 517 mg/dl with a symptom of a headache. Her normal range is 100-150 mg/dl. To lower her high blood glucose she continued to administer correction boluses through her infusion device. When her blood glucose would not come down she switched to her backup infusion device and her blood glucose began to decrease. The customer stated she has previously had blood come out of her cannula upon removing her site and she has had a bruise from inserting her cannula too deep. The pt did not report assistance by a healthcare professional or second party to address the issue. Product was requested to be returned for evaluation.